Event description:
Customer reports that the device produced a result of 85 mg/dl while the lab result was 56 mg/dl. Samples were reportedly obtained at the same time. No action was taken based on device results. No adverse event reported and no treatment received. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.